Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections.